Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the main printed circuit board (pcb) was corroded. It was also found that the upper case was broken, and both display wires were pinched but not compromised. The display frame, flex, display frame screw, main pcb screw, encoder assembly and knobs were contaminated.

Event description:
It was reported that the external pulse generator (epg) had unresponsive knobs and buttons, and was displaying that the batteries were dead even when they were replaced with new ones. The epg was returned for repair and calibration. No patient complications have been reported as a result of this event.